Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. Unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. A simulated spike insertion with the returned set executed successfully, with no problem found either dimensionally or in the insertion. No evidence of dimensional or shape problems, or lack of functionality was found in the returned device. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that the spike separated from the bag port during drain when the patient shook the connection in order to drain smoothly. The connector cover was not used. The set had been used for 50 days. There was patient involvement but no injury or medical intervention was reported.